Manufacturer narrative:
(B)(4). The complaint sample is not available for investigation purposes. The root cause cannot be established. However, the defect has been confirmed via attached customer photos. The device history review is not available for review in the us. A section of the IFU will be referenced as part of this investigation. The IFU states, attach luer-lock syringe to hub of catheter. Withdraw the catheter by applying traction while rotating the syringe and catheter clockwise. Maintain axial alignment during removal. Do not rock or bend the catheter. The certificate of compliance could not be reviewed as the lot number was not reported. Regarding the reported needle set, per the complaint description it is difficult to determine what broke, how it broke, and when it broke. The terms needle and cannula seem to be used interchangeably. Pictures are depicting what appears to be a broken cannula. From the photographs it is obvious the cannula broke, but there is not enough photographic evidence to assign a specific root cause. The complaint has been confirmed. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a 45mm needle was inserted into a patient's proximal humerus without incident. Ems obtained vascular access with good flow. Upon delivery to the hospital, the hospital staff tried to remove the needle and the catheter broke leaving a portion of the needle in the patient. The medical director did not know if the arm was secured or if the arm was moved after delivery to the ed. The broken needle part was surgically removed. The patient's current condition is unknown at this time.